Manufacturer narrative:
No analysis performed; device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
When doctor was using the tricut microdebrider blade during a fess surgery, the blade tip broke off and went missing. They could not find it and had to take the patient to radiology under general anesthesia to perform an x-ray to look for it. One of the staff found it on the floor of the operating room. It was not inside the patient. No patient impact.

Manufacturer narrative:
The product analysis indicates one opened sample of part number 1884004hr from lot number 0214275685 was received. There was a residue consistent with biological contaminants on the device. A microscope was used to evaluate the device. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached was not returned, however it would have measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal valley while moving in a ccw direction which resulted in the observed break. There were no signs of misuse or mishandling. There was no evidence of concentricity issues or bend in the outer tube. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the customer indicates the case was completed with a replacement blade.